Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: b5, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified diagnostic procedure, the image disappeared and colored bands appeared, as if it were disconnected. The facility attempted to troubleshoot with several devices, but the problem persisted. They completed the procedure with a similar device but it led to a 30 minute or greater procedure delay. There was no report of patient harm. Despite multiple attempts for follow up, no additional information was obtained.